Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe plastipak 20ml s/su contained foreign matter. "It was reported that presence of a foreign object inside the syringe".